Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012 it was reported that, on (B)(6) 2012, the pt's insertion device released w/o any buttons being pressed. The pt had removed the adhesive cover and protective cap of the cannula before the unintentional release. The cannula of the infusion set pierced the pt's eye and damaged the lens of his eye. The pt had surgery to have the lens of his eye replaced. No further info is available at this time. The insertion was requested to be returned for eval.

Manufacturer narrative:
Since no material was returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. (B)(4): device was not returned to manufacturer.